Event description:
It was reported that the customer experienced high blood glucose levels. Her blood glucose levels ranged from 200-300 mg/dl. In the alarm history a motor error alarm was found. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 3004209178-2015-97921 for additional information.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.